Event description:
Hospital reported that a system message was displayed during surgery leading the system to work at half power. The surgery program was not completed yet, and they continued performing surgery on the patients. There were no complications during surgeries. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).